Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif-xz1200 operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif-xz1200 reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if the customer was able to flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in the detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It is unknown if the customer flushed the air/water nozzle/ channel with the detergent solution. It is unknown if the customer had any concerns regarding the reprocessing. Should additional relevant information become available, a supplemental report will be submitted.